Event description:
It was reported that this right atrial (ra) lead exhibited a lead dislodgement as the chest x ray revealed the slack ra lead had pulled back. During the pre-discharged check, the lead numbers had changed, but within normal limits. This ra lead was surgically revised and remains in service. No additional adverse patient effects were reported.